Event description:
It was reported the pt had a gradual loss of stimulation, and high impedances were noted when an interrogation of the sys was performed. The physician undertook surgical intervention to address the issue. Intraoperative testing showed the extension was the suspect device. The physician replaced the extension. Once the extension was replaced, normal impedance was observed.

Manufacturer narrative:
Eval results: the complaint was confirmed. The extension, as returned, was kinked with all wires broken at the junction where the strain relief transitions to the lead body. This would explain the high impedance observed in the field and loss of stimulation experienced by the pt. As the outer tubing was not breached, the damage is consistent with a repetitive over stress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.